Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Dr (B)(6) experienced difficulty in snapping the hemostatic valve that is attached to the sheath. The issue seems to have resolved in the last couple of months but it happens again recently. The adhesive between valve is too strong to prevent a snapping of the valve. The hospital has now changed back to merit hemostatic introducers but happy to use safesheath again once issue resolved. The difficult in snapping the valve occurs during ppm implants with below patients. Patient are not affected but it does take physician longer time to complete the procedure. This issue has been reported before, we understand that there is some changes made to the manufacturing process. It was alright for a few months after the manufacturing process changed, but issue re-emerge again in the recent month. Devices are available to return.